Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomalies were found.

Event description:
It was reported that during implant the physician found that the wing head of the lead was broken. The lead was not implanted.